Event description:
A customer reported multiple positively biased pt and qc results and poor precision for troponin I on the vitros eci system. No biased results were reported. There was no report of pt harm as the result of this event.